Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the drawer 3.2 cubie e1 had a failed storage space. The issue occurred when trying to issue medication tot the patient and causing a delay in the process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed drawer. The field service engineer stated that the drawer position sensor magnet was seated properly and wasn't picking up when drawer was completely open. The fse repositioned magnet and ejected broken cubie to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.